Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately calcified mid-left anterior descending lesion that was 90% stenosed. The 2.0x20mm mini trek balloon dilatation catheter met resistance with the anatomy during advancement. The balloon then ruptured during the first inflation while at 8 atmospheres. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.